Event description:
Spontaneous: home health reports stating the pump is beeping and the alarm is stating "defective." Md was able to start the infusion via gravity and increasing rates as the pump setting. Patient is tolerating well and joy scheduled pump for next week. No additional information provided. Patient has pump on hand for return to the manufacturer. Pump expiration date and serial number not reported. No side effect was reported. No missed dose was reported. Reported to (B)(6) by: health professional.